Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The nc emerge device inflated and held pressure for 5 minutes without leaking. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge® balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injury were reported.